Event description:
The customer reported that the patient has been using this type of catheter for a number of years. A few days ago, he was met with pain and bleeding after insertion. Afterwards, he noticed that the end of the catheter was gone and what was left was a sharp edge. All other catheters in this particular box appear to be intact at this time. Additional information provided on april 13, 2021 stated that the patient was using the urethral catheter at home at the time of the event. There were no cleaning agents used on the device as this is a single use catheter. When the patient inserted the catheter, it immediately hurt. He then urinated and pulled it out as usual and noticed that there was blood on the catheter and the very end of the catheter was missing. There was no was no need for medical intervention. The patient is doing fine and the trauma has completely cleared up.

Manufacturer narrative:
Section b5 has been updated to include "additional information provided on april 13, 2021 stated that the patient was using the urethral catheter at home at the time of the event. There were no cleaning agents used on the device as this is a single use catheter. When the patient inserted the catheter, it immediately hurt. He then urinated and pulled it out as usual and noticed that there was blood on the catheter and the very end of the catheter was missing. There was no was no need for medical intervention. The patient is doing fine and the trauma has completely cleared up". Section d9 has been updated to indicate that the sample is not available. Section h6 has been updated to indicate that the sample has been discarded. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on september 25, 2020. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. As a result, the root cause and potential corrective actions could not be identified. The details reported were reviewed with the multifunctional team and all processes and controls were found properly followed, including sub-assemblies, finished product assembly, and packaging and inspections performed to the product. There were no abnormal conditions found that could lead to the issue reported. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the patient has been using this type of catheter for a number of years. A few days ago, he was met with pain and bleeding after insertion. Afterwards, he noticed that the end of the catheter was gone and what was left was a sharp edge. All other catheters in this particular box appear to be intact at this time.